Event description:
It was further reported that the pt was enrolled into the program in 2004. Target lesion 1 was located in the mid-lad with 70% stenosis and was 26mm long with a reference vessel diameter of 3.2mm (per ecrf). Target lesion 1 was treated with predilatation and a 3.0x28mm taxus stent, with 0% residual stenosis. During this procedure, the diagonal was also treated with balloon angioplasty through a strut in the previously placed stent. The pt was discharged the next day on asa and plavix therapy. Two months later pt was admitted for cardiac catheterization to evaluate symptoms of unstable angina and abnormal exercise stress test results. Per source documents, diagnostic cardiac catheterization (specific date unk) revealed high grade 70% in-stent restenosis of the lad. Thirteen days later pt underwent balloon angioplasty followed by brachytherapy to the lad stent site. The pt was discharged the next day on continued asa and plavix therapy. In the opinion of the physician the relationship to the taxus stent is "probable".

Event description:
Clinical study. It was reported that 3 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left anterior descending artery.